Event description:
The customer was hospitalized due to hypoglycemia. The blood glucose reading at the time of the event was 20 mg/dl. Prior to the event, the patient was experiencing low blood glucose levels. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.